Event description:
It was reported that a device movement occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in february 2024, computed tomography (CT) and transesophageal echocardiogram (tee) revealed the closure device had shifted from the original implant position. The patient will remain on oral anticoagulant medication due to this shift. No patient complications were reported.